Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and replaced the solenoid driver board, and that make the iabp unit functional. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the charging indicator of the cs300 intra-aortic balloon pump (iabp) was not working. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
It was reported that during a routine check performed by the customer, it was found that the charging indicator of the cs300 intra-aortic balloon pump (iabp) was not working. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and verified the issue reported by the customer. To resolve the issue, the fse replaced the solenoid driver board, and that made the iabp unit functional. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.